Event description:
Reporter indicated that vns pt developed an abscess several weeks post-implant. Implanting surgeon performed an I&d of the site and prescribed antibiotics, but the infection remained. The pt was hospitalized and treated with IV antibiotics and an additional I&d procedure. Further follow-up revealed that the infection was present at the pulse generator/pocket area. The pt reportedly irritated/scratched at incision site. Treating surgeon indicated that the pt is now doing well.